Manufacturer narrative:
The reported event of requiring a magnet to be placed over the device in order to send a transmission was not confirmed. The patient was able to successfully send a transmission without the placement of a magnet, although the transmission took a longer than anticipated for the patient. The patient app logs were reviewed and it was observed that there was a connection timeout with the ios application. The root cause for this connection timeout is not able to be determined, although it is suspected that the patients environment or another bluetooth device may have an influence on the patient application. It is per device design that the jot dx advertises every 4 minutes, and if that window is missed, the patient will need to wait another 4 minutes to attempt connection.

Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. A magnet was used to activate the ble and interrogation was successful. Following the successful in clinic interrogation, the device was attempted to be interrogated using ble from the phone application and was unsuccessful. A magnet was again used to activate the ble and the device was able to send a successful transmission from the phone application. Technical support was contacted and recommended further investigation. The patient was stable and will continue being monitored.